Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited high pacing thresholds and undersensing; a lead dislodgment was suspected. Subsequently, the lead was repositioned and remains implanted and in service with no further complications. No resulting adverse patient effects were reported.